Event description:
The distributor reported that there is zipper damage to the end foot panel, the pull tab slider and some teeth are missing. Also, claims tears on the foot end panel towards the bottom corner. Customer couldn't specify size of the tear. There was no patient injury reported. Inspection of the product shows that the molding zipper is missing zipper elements.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows that on the left side panel, the molding zipper has 2 inches of damage and there are 5 zipper elements/teeth missing. The window left side molding zipper has 2 inches of damage and there is 3 elements/zipper teeth are missing. There is subsequent damage to the canopy that is not relevant to this issue. (B)(4).